Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. A new tandem usb charging cable was sent to the customer and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 102 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.